Event description:
It was reported that r-wave values decreased to 2-4 mv. The rv (right ventricular) lead was capped and replaced due to the decreased sensing values. No patient complications have been reported as a result of this event, and the patient status was reported to be ok following the revision procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.